Manufacturer narrative:
The pump passed displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, self-test, p- cap was inserted and properly locked into place. Unit was successfully downloaded using thump. No unexpected insulin flow blocked alarms noted during testing. Confirmed pump alarmed 53 insulin flow blocked alarms during normal bolus between 12/08/2024 18:12:27.000 and 12/23/2024 12:38:22.000 in pump downloaded history. The electronic assemblies and motor assemblies were inspected, and no anomalies noted. The following were noted during visual inspection: cracked case, scratched case, stained keypad overlay, cracked case (battery tube), pillowing keypad overlay. Pump passed required testing, unable to confirm high bg anomaly during testing. No delivery alarm is not confirmed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced no delivery/occlusion alarm. The customer reported blood glucose value of 207 mg/dl. The customer reported hyperglycemia treated with insulin pump (subcutaneous insulin infusion). The event involved product(s) mmt-1880l, mmt-397a, mmt-332a. Troubleshooting was performed. Customer reported recurring insulin flow blocked alarms after troubleshooting. Customer has tried all remedies or does not want to troubleshoot for recurring alarms. Customer does not feel ok to troubleshoot. No further patient complications were reported. The customer will discontinue to use the insulin pump. Mmt-1880l was requested and customer response was the device will be returned. No product return is required for mmt-397a. Product return status for mmt-332a is unknown.